Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with 35 volt failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow-up: repair information the field service engineer (fse) replaced the power management (pm) board to address the reported problem.